Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Event description:
It was reported that when the foot pedal was connected, the stockert j70 rf generator system repeatedly starting and stopping the ablation by itself. This issue was found during use on a patient. Approximately 10 ablations had been done. No patient consequence was reported. The procedure was completed using another foot pedal. The same event did not re-occur when another foot pedal was connected to the stockert generator; and the same foot pedal was connected to another generator.

Manufacturer narrative:
(B)(4). It was reported that when the foot pedal was connected, the stockert j70 rf generator system repeatedly starting and stopping the ablation by itself. This issue was found during use on a patient. It was found that this was caused by a defective front panel. Issue was resolved by replacing the front panel. Functional and safety tests were performed as well as preventive maintenance. The complaint was confirmed. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test failures were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.